Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the side port had a consistent water leak. Upon examination the side port, the tubing was disconnected from connector. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received and is pending laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noticed that the device has leak, therefore, the device was dissected, and it was revealed that the flush tubing was break from the luer causing the reported flushing issue. For the finding separation/broke of flush tubing and the confirm allegation of "leak & detachment of device or device component", all compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the side port had a consistent water leak. Upon examination the side port, the tubing was disconnected from connector. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.